Event description:
The customer reports that the ventilator stopped cycling while connected to the pt. The ventilator was removed from the pt. The pt was bagged and a sv900c ventilator was placed on the pt. After approximately 1 minute the pt coded. Field service engineer dispatched. Ventilator settings available. The ventilator alarmed high pressure.